Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Blood glucose level at the time of the incident was 2.3 mmol/l. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege that the insulin pump was over delivering. The device will not be returned for analysis.